Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed low impedance on right ventricle (rv) lead. The physician suspected rv lead insulation breach: no diagnostic imaging was performed. On (B)(6) 2025, the physician elected to explant the rv lead. The patient was in good condition after the procedure.